Event description:
The customer reported that the implant was over prepped, wrong size and was unable to be placed. The returned implant was found to be fractured during product evaluation. Attempts were made for additional information; however no information has been received.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One (1) unknown zimmer implant was returned for investigation. Visual inspection of the as returned product identified damage to the external threads and collar. The implant collar was fractured. Based on the evaluation, device malfunction has occurred (fractured implant). However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation was missing or confusing instructions for use or torque or speed applied during placement/seating exceeds recommended value. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.